Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report universal surgical manipulator (usm3) stopped working during the procedure. Prior to calling for support, the surgeon elected to convert to laparoscopic to complete the procedure. The customer explained that they power cycled the system and the error continued. Logs reflected communication errors on usm3 between the acs/acc nodes, followed by 319 on usm3 acc. The tse walked the customer through a power cycle of the system including the patient side cart (psc) and emergency power off (epo) of the breaker with no change. The customer requested the field service engineer (fse) follow up to resolve the issue as they had multiple procedures coming up. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that technical support was called after the case was converted to laparoscopic surgery. There was a recoverable error that did not resolve after pressing recover fault button. The customer could not insert the instrument, so they repositioned the arm drape, but that did not help. The arm was stiff and would not move. The procedure had been in progress about an hour when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm and failure analysis (fa) has completed their investigation. The customer-reported error was confirmed and replicated. The usm was tested on an in-house system and failed normal mode as it triggered an error 319 and the same error was confirmed in the logs. The unit was tested and failed fiber tests pointing to the rolling loop fiber which was found to be tangled and damaged with a loose spring guide. The rolling loop fiber assembly requires replacement. The root cause of the issue was determined to be a component failure. A log review was performed and the following was confirmed: the cholecystectomy was performed (B)(6) 2022 on system sk3387. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to errors on universal surgical manipulator (usm3). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.